Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that difficulty crossing lesion occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 4.00x38mm promus element long drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the stent appeared pinched at the third and fourth most distal rows causing the struts to be slightly misaligned. No other issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).